Event description:
Three days post-procedure the patient suffered a "vagal reflex". No medical intervention was performed. The physician does not relate the complication to the devices used during the procedure. No other information is available.